Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to: describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker went from one year remaining to six months remaining in a span of one week. Boston scientific technical services (ts) verified that the patient has been in atrial fibrillation (af) which could account for the increase in power consumption. The health care professional (hcp) will continue to monitor the patient. To date the device remains in service. No adverse patient effects were reported.